Event description:
This is report 2 of 2.this is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). The patient was hospitalized for the event. Pd therapy was discontinued and the patient had the catheter removed. The patient was switched to hemodialysis and would have the catheter replaced once they recovered from this event. Treatment was not reported. The cause of peritonitis was not reported. The patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h11f22040, h12i27059, h12j30078, h12h31095 and h12l13070. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).